Manufacturer narrative:
Continuation of d10: 439878 lead implanted (B)(6) 2021, dtma1q1 crt-d implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department (ed) with complaints of pre-syncope, asystole, and audible device alerts. Upon device interrogation, the right ventricular (rv) had a suspected fracture in the low voltage portion, and the patient was noted to be pacemaker-dependent with evidence of pauses on the device that had been stored as high-rate non-sustained (ns) episodes. Reprogramming was initially performed, and the rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.